Manufacturer narrative:
(B)(4). Title a pilot prospective randomized, controlled trial comparing ligasure¿ tissue fusion technology with the forcetriad¿ energy platform to the electrosurgical pencil on rates of atrial fibrillation after pulmonary lobectomy and mediastinal lymphadenectomy source european journal of cardio-thoracic surgery, 2014 (1-6) date of publication: 10 september 2014 if information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between january 2011 and july 2013, patients underwent lung resection for tumors with either ligasure (ls) or standard treatment of electrosurgical pencil (st). Overall 15 patients experienced atrial fibrillation postoperatively, with no significant difference between the two groups (9 st group and 6 ls group. Postoperative complications of different severities developed in 32 patients ( ls = 13). A prolonged air leak (>5 days) developed in 22 patients (18%). Major postoperative morbidity developed in 1 patient in each group (chylothorax).